Manufacturer narrative:
(B)(4). Final analysis of the tined lead va0fkl4 revealed lead/body/outer insulation/ separated at a butt joint/proximal end.

Event description:
It was reported that on the day of this call lead was damaged during the implant procedure. It was indicated that the lead sheathing/insulation was pulled off and exposed wire when the doc pulled the stylet. It was indicated that the issue was at the proximal end of the lead (going into header block). It was indicated that the lead was replaced. A follow-up report will be sent if additional information becomes available.